Event description:
It was reported that the initial procedure was performed on (B)(6) 2022, treating a target lesion in the mildly tortuous left circumflex (cx) artery. A 2.75 x 33 mm xience skypoint stent was implanted in the distal cx to 2nd-3rd marginal artery. On (B)(6) 2022, the patient was re-hospitalized with exertional chest pain. In-stent restenosis was noted in the cx artery. Target lesion revascularization was performed, with inflation of a drug coated balloon at the in-stent restenosis in the distal cx and implant of a drug eluting stent in the cx artery, overlapping the 2.75 x 33 mm xience skypoint stent. The patient was discharged to home on anticoagulation. There was no reported adverse patient sequela no additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of stenosis and angina are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.